Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500 a will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that legal counsel for patient states patient underwent a revision for unknown reasons approximately seven years post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01444, 0002648920-2017-00190, 0001822565-2017-01449, 0001822565-2017-01464. Concomitant medical products: shell porous with cluster holes 52 mm catalog#: 00620205222, lot#: 61079134. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells catalog#: 00630505036, lot#: 61112271. Modular neck g 12/14 neck taper use with +0 heads only catalog#: 00784802300, lot#: 60969507. Modular femoral stem press-fit plasma sprayed cementless size 17.5 catalog#: 00771301700, lot#: 60862168. Reported event was confirmed through review of medical records. After reviewing operative notes, it was confirmed that metallosis and metal debris were found in patient's tissue. Trunnionosis was observed as well. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip revision surgery approximately 7 years post primary surgery, due to metallosis and trunnionosis. During the surgery, metal debris were found in patient's soft tissue. All implants were removed and competitor's parts were implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip revision surgery approximately 7 years post implantation. During the revision there was metallosis, metal debris in the soft tissue and trunnionosis at the femoral neck modular junction. No further event information available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a right hip arthroplasty. The patient was revised due to metallosis and trunnionosis at the femoral neck junction. Trochanteric osteotomy utilized to excise the femoral component, wire was placed distal to the osteotomy for stabilization, cerclage wires were utilized for osteotomy after final component in place additional information does not change the root cause of previous investigation.

Event description:
No further event information available at the time of this report.